Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately on (B)(6) 2019, when she obtained blood glucose results of "250 and 261 mg/dl". The patient considered the results high compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with metformin oral medication, diet and/or exercise. The patient reported that after obtaining the "high" results, she changed her diet and ate less food. She reported that later on (B)(6) 2019, she became "sweaty and tired". She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Education on its use was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurately high readings on the meter and reducing her food intake.